Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system delivered an inappropriate shock due to sinus tachycardia with rapid ventricular response. Therapy was not exhausted. Additionally, the right atrial (ra) pacing impedances were greater than 3000 ohms. It was suspected the competitor ra lead was fractured, however, no further imaging/troubleshooting was performed to confirm lead fracture. The ra lead was programmed off, and the device was programmed to pace/sense in the ventricle only. It was also noted the tachycardia zone was reprogrammed to help prevent the delivery of inappropriate therapy. At this time, this ICD remains in service, no further actions were taken, and there were no adverse patient effects reported.